Event description:
It was reported that the patient had experienced symptoms and tried to record them using the patient activator, without success. When the patient went to the hospital, another attempt was made to make a recording. The patient assistant symbol lit, indicating a successful recording, but the recording could not be found when using the programmer. Another patient activator was used, with confirmation of a successful recording. This time, there was also a symptom recording visible on the programmer. The patient activator was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.